Manufacturer narrative:
The insulin pump was received with currents in specifications. The insulin pump passed rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement test. The insulin pump had minor scratches on lcd window, cracked near display window corners and cracked reservoir tube lip. The insulin pump passed self-test no display anomaly noted. The back light works properly no unexpected excessive no delivery alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she received a new insulin pump and the screen was hard to read. The text on the screen was very faint and backlight was very dim. The insulin pump alarmed no delivery and she experienced high blood glucose levels. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.